Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the battery does not hold a charge and has failed in some procedures. There was no patient involvement.